Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported to olympus that during reprocessing, the channel-opening cleaning brush lost bristles. When removing the brush from the packaging, the bristles were messy and a little loose. The brush was passed through the equipment, and it was destroyed. All of the bristles were stuck in the equipment. The brush was one (1) of five (5) in which the same issue occurred. Four (4) of the five (5) brushes were discarded. None of the brushes went through sterilization reprocessing, but rather at the first use, the bristles came out. The sterilization staff knew how to use the brush. It was purchased for a long time. There was no new staff or changes in the process. The intended procedure was completed. The same device was not used to complete the procedure. No other equipment was replaced. No patient harm reported. This complaint is related to patient identifiers: (B)(6) (model # mh-507, serial number: (B)(4)). (B)(6) (model # mh-507, serial number: unknown). (B)(6) (model # mh-507, serial number: unknown). (B)(6) (model # mh-507, serial number: unknown).